Event description:
It was reported via repair work order that the top cover was damaged with fluid intrusion on the fire barrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.